Event description:
Customer alleged discrepant blood glucose results of 444 mg/dl on the advantage system when compared with a result of 103 mg/dl from a professional meter when the tests were performed back to back. The customer reported having no symptoms, actions, or treatment. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.